Event description:
It was reported that during a flexible uretero procedure the laser presented the error ¿shuttle error¿. The laser was switched on and off a few times. The laser was working and at the beginning of the surgery the laser received an error again with ¿test fired failed¿. The procedure was not completed due to this event. Patient outcome: stable and will be rescheduled for the surgery.

Manufacturer narrative:
The field service engineer (fse) was unable to duplicate the reported problem. The laser passed functional test. System meets manufacturer¿s specifications and is ready for patient use.